Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-27, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been in so much pain since implant date. Patient said they can't sit, they can only lay on their side and sometimes their back. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported pain at incision site. On 2025-jul-07, additional information was received from the patient. Patient reported they saw their hcp last wednesday and was referred to get a CT scan last thursday. Patient stated they were waiting for the results as they cannot sit comfortable due to pain in the area. Patient said it seems some kind of problem with the sacral nerve. Patient stated they will see their hcp this wednesday. On 2025-jul-14, additional information was received from the patient. The patient reported they were having so much extreme pain that they were considering having the device removed. Patient stated since 3 weeks when they had the surgery, the pain was unbelievable. Patient said they still cannot sit on their family room couch without being in pain. Pa tient also mentioned they had a CT scan and now they have an 8 cm mass around the left side around their ovary. Patient reported they feel the pain where the part meets the sacral nerve and also as far as sitting goes it feels like they were being torn or pinched really bad. Patient mentioned they can only sit on a chair for 4 hours max and then they have to lay down because it starts to hurt so bad. Patient mentioned the pain was better in the outside because the stitches already healed but in the inside the pain was still horrible. Patient mentioned seeing the hcp twice and received the response that they should be fine. The patient was redirected to their hcp to further address the issue. Patient has another appointment with hcp next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were experiencing pain after the surgery, which prevented them from sitting or performing daily activities. The patient stated that the pain subsided between weeks 3 and 5, and they were now fully healed, except for the battery component, which seems to float around. They described it as feeling like sleeping on a rock, and it protrudes significantly. The patient also mentioned that there was one day when the device did not work at all, requiring them to wear a pad, but it now appears to be functioning properly. The patient was redirected to their healthcare provider to further address the issue.